Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient underwent a gastroscopy for an unspecified reason. During the gastroscopy, a buried bumper was discovered, as well as a knot in the distal part of the j-tube. The j-tube was removed endoscopically. The surgeon stated that the peg tube would be removed surgically and a new stoma placed at a future date. The patient was discharged home on (B)(6) 2020 with the duopa medication connected to the peg tube. On (B)(6) 2020, the patient experienced stoma site discharge, redness, and signs of infection. The patient did not receive any treatment for the stoma.